Event description:
It was reported that cartridge had difficulty moving along guide tracks, and caller could not successfully load cartridge onto pump even after removing case, inspecting pump and cartridge, and cleaning pneumatic tap area. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to place pump into storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.